Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy with left salpingectomy, right salpingo-oophorectomy and cystoscopy. During the procedure, the handpiece wouldn't cut. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.